Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the customer was able to resume use by loading a cartridge and continuing deliveries independently. They were advised to contact support again if the malfunction recurred, and the caller understood these instructions.